Manufacturer narrative:
Sections with additional information as of 19-jan-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause mlc-058 added : poor tech-inaccurate reference.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up calls to ensure the initial concern is resolved,unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 95, 110, 100 and 98 mg/dl. The customer¿s expected fasting blood glucose test result range is 60-90 mg/dl. Customer stated she is a gestational diabetic and this expected range was provided by a healthcare professional. The customer feels well and did not report any symptoms. Customer reported that she had contacted her doctor due to the high results obtained. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 01/15/2022 and open vial date is 11/2020. The meter memory was reviewed for previous test result history: (B)(6).